Manufacturer narrative:
A motion sensor test failure alarm occurred during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor position encoder error alarm due to motion sensor test failure alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. (B)(4).

Event description:
The nurse reported via phone call that they received motor position encoder error alarm and a motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The nurse stated that the drive support cap was normal. The nurse stated that the cap was in a lot. The nurse stated that the customer have a procedure which may have exposed the insulin pump to a magnetic field. The nurse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.